Manufacturer narrative:
Review of provided data dated (B)(6) 2024 revealed : - low p waves are visible on the atrial channel around 0,8mv. - atrial autosensing histograms showed sensing near the borderline zone 0,4mv during, which could indicate potential undersensing at atrial level. - as per specs, auto-sensing algorithm programmed automatically atrial sensibility between 0,4mv and 3mv. In the current case, it was automatically programmed to 0,4mv (due low p wave amplitude) - due to patient conditions, the atrial sensibility for the subject patient is optimal with 0,3mv. It was programmed manually accordingly, during the in-clinic follow-up, to avoid atrial undersensing. - based on available data, no issue is suspected on the subject device.

Event description:
Reportedly, the atrial lead was implanted (B)(6) 2015. On-site visit (B)(6) 2024 shows low p-wave that causes atrial undersensing with sensibility programmed in auto (0.4 mvolts). Action taken: reprogramming in monitor at 0.3 mvolts. Problem is considered solved, no more actions planned.